Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
It was reported that the wire would not slide well through the needle and got stuck. Both the wire and the needle required removal from the patient together. No patient injury reported.

Event description:
It was reported that the wire would not slide well through the needle and got stuck. Both the wire and the needle required removal from the patient together. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned a straight spring-wire guide (swg) advanced into an introducer needle for investigation. Slight resistance was met while removing the swg from the needle. In addition, while removing the swg, clots of biological material in the form of dried blood were found on the swg. This most likely led to the resistance. Once the swg was removed from the needle, a slight bend was found on the distal end. No other defects or anomolies were discovered. The introducer needle had no defects or anomolies. The slight bend in the swg was located approximately 10 mm from the distal weld. The length and outer diameter of the swg were measured and were found to be within specification. The inner diameter of the introducer needle was also within specification. After clearing the blood from the surface, the guide wire was able to pass through the introducer needle with minor resistance. A manual tug test was performed to confirm both welds were intact. A device history record review was performed with no relevant manufacturing related issues. The IFU provided with the kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report of swg/needle resistance was confirmed through complaint investigation. Visual inspection of the returned sample revealed a kink near the distal weld. After the needle was removed from the spring wire guide, dried blood was observed on the surface. This likely caused the needle resistance. The introducer needle and the spring wire guide met all dimensional requirements. After the blood was removed from the surface, the spring wire guide was able to pass through the needle with little resistance. A device history record review was performed, and no manufacturing issues were identified. Based on the information provided and the condition of the returned sample , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.